Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6). Batch: 7072125/7072358.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg explant procedure and was doing well postoperatively. Additional information was received that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the leads were frayed resulting to impedances, however, it could not be determined if the damage occurred before or during the procedure. The explanted ipg was not returned and the leads remain implanted.